Event description:
During staging of the bipap ventilator, the ventilator turned on and could not be shut off by the user. After several attempts to turn the system off by keypad the ventilator was brought to biomedical for analysis and repair. The bme was unable to turn the ventilator off which required disconnection of the internal battery. Unit shut down after disconnection of internal battery. After troubleshooting with the manufacturer the biomedical technician replaced the user interface (ui) assembly and the ventilator resumed operation. The bme was not able to troubleshoot further down in the ui assembly. Failed ui assembly being sent back for analysis. Machine hours: 17,330 manufacturer response for ventilator, bipap, respironics v 60 (per site reporter). Bme ordered replacement assembly and will return defective assembly to manufacturer for report.